Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Event description:
This complaint is being opened in association with the alleged event filed by the pt's attorney in complaint numbers (B)(6). There have been no allegations of deficiency or serious injury against this device. This device is listed in the pt's supplies list.